Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope error-e315. A root cause could not be identified. Based on the results of the investigation, it is likely that the most probable cause is component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited a noisy screen. The issue was found during inspection for use. There were no reports of patient involvement.